Event description:
It was reported that when the device was used during a gastric bypass procedure, the device did not cut properly and the staples were malformed. Another device was used ot complete the procedure. There was no consequence to pt.